Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a failed sensor session after calibration that occurred on (B)(6) 2015, resulting in medical intervention. Sensor was inserted at the abdomen on (B)(6) 2015. Patient was not taking medications containing acetaminophen at the time of the reported event. Patient reported that she was with her son at 10pm on the evening of (B)(6) 2015. Patient ate a snack and reported not receiving any readings on dexcom continuous glucose monitor (cgm). Patient went to sleep and reported that her son and his friends found her totally unresponsive, early morning on (B)(6) 2015. Patient's son called for an ambulance. Patient's son called patient's mother. Patient's mother arrived and administered glucagon. Paramedics arrived and performed a finger stick blood glucose (bg) test. Patient stated that bg was very low but cannot remember exact values. Patient was transported to the hospital by ambulance. Patient arrived at the hospital and a nurse performed a finger stick bg test. Patient report bg values of 76mg/dl. Patient reported having an MRI and x-rays taken. Patient reported having dextrose administered at the hospital. Patient does not recall times but remembers waking up around 11:00 am. Patient was released from the hospital on (B)(6) 2015. At the time of contact, patient reported current condition as "fine". No additional event or patient information is available. The complaint states that the patient experienced hypoglycemia, resulting in loss of consciousness. It should be noted that diabetes mellitus is a known cause of hypoglycemia, resulting in loss of consciousness.